Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure device was obvious where it tented up of fallopian tube/the area distal to the fimbria is a silver metal spring') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included spinal fusion surgery, vaginal discharge, fall, uterine bleeding and paratubal cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included blood pressure high. Concomitant products included lisinopril and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("stomach feels bloated and swollen all the time/ severe bloating"). In 2013, the patient experienced rash pruritic ("rashes or skin conditions type: legs and stomach are always itchy/itchy rashes on torso and legs") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and abdominal tenderness ("sensitive to touch stomach") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (da vinci assisted laparoscopic left salpingectomy). At the time of the report, the pelvic pain, vulvovaginal pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, rash pruritic, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal distension, abdominal tenderness, hypertension and uterine leiomyoma outcome was unknown and the device dislocation had resolved. The reporter considered abdominal distension, abdominal tenderness, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, rash pruritic, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure remants were present within uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure device was obvious where it tented up of fallopian tube/ the area distal to the fimbria is a silver metal spring') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included spinal fusion surgery, vaginal discharge, fall, uterine bleeding and paratubal cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included blood pressure high. Concomitant products included lisinopril and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("stomach feels bloated and swollen all the time/ severe bloating"). In 2013, the patient experienced rash pruritic ("rashes or skin conditions type: legs and stomach are always itchy/ itchy rashes on torso and legs") and hypertension ("blood or heart disorder /condition type: high blood pressure"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), tooth disorder ("dental problems") and abdominal tenderness ("sensitive to touch stomach") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (da vinci assisted laparoscopic left salpingectomy). At the time of the report, the pelvic pain, vulvovaginal pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, rash pruritic, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal distension, abdominal tenderness, hypertension and uterine leiomyoma outcome was unknown and the device dislocation had resolved. The reporter considered abdominal distension, abdominal tenderness, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, rash pruritic, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure remnants were present within uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received : reporter information, explant date, events - ''device dislocation'' added and device removal details was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and device dislocation ('essure device was obvious where it tented up of fallopian tube/the area distal to the fimbria is a silver metal spring') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included spinal fusion surgery, vaginal discharge, fall, uterine bleeding and paratubal cyst. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included blood pressure high. Concomitant products included lisinopril and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal distension ("stomach feels bloated and swollen all the time/ severe bloating"). In 2013, the patient experienced rash pruritic ("rashes or skin conditions type: legs and stomach are always itchy/itchy rashes on torso and legs") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and abdominal tenderness ("sensitive to touch stomach") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (da vinci assisted laparoscopic left salpingectomy). At the time of the report, the pelvic pain, vulvovaginal pain, back pain, vaginal haemorrhage, heavy menstrual bleeding, rash pruritic, migraine, tooth disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal distension, abdominal tenderness, hypertension and uterine leiomyoma outcome was unknown and the device dislocation had resolved. The reporter considered abdominal distension, abdominal tenderness, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypertension, migraine, nausea, pelvic pain, rash pruritic, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure remants were present within uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.